Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during prophylactic generator replacement surgery on (B)(6) 2015, a fracture in the vns patient¿s lead was found, so the lead was replaced during the procedure. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.